Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patient discarded supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a baxter employed healthcare professional from (B)(6) of a patient who had a break in aseptic technique and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date in 2010, a break in aseptic technique occurred, described as patient made a mistake. On (B)(6) 2010, the patient developed peritonitis and was admitted to the hospital. A on (B)(6) 2010, the patient began treatment with fortum 1 gram ip once a day (continuing) and vancomycin 1 gram loading dose ip (once in 5 days). The outcome for the events of a break in aseptic technique and peritonitis was unknown. Dianeal therapy was ongoing. The nurse stated the event of peritonitis was unrelated to dianeal. The nurse did not provide an opinion of causality for the event of pt. Made a mistake/break in aseptic technique. The root cause for the peritonitis was a break in aseptic technique.